Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The fox cross was not returned for investigation; therefore, it was not possible to perform a thorough analysis, which may have aided in determining a cause for the reported rupture. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. There was no report of any leaks noted during preparation for use suggesting that the balloon was not damaged prior to use and that the damage likely occurred during the procedure. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. The lesion site was described as having mild calcification and concentric, which may have contributed to the reported balloon rupture. Without having the fox cross to examine, a definitive cause for the reported balloon rupture could not be determined. However, there is no indication to suggest a product quality deficiency. All dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. Review of the device lot history record produced no findings relevant to this report.

Event description:
It was reported that during a procedure of the iliac artery, the fox cross was used for pre-dilatation. During the first inflation, the balloon ruptured at 8 atmosphere (atm). A second 7.0 x 40 mm fox cross was used and a non-abbott stent was deployed to complete the procedure. There was no reported adverse patient effect. There was no additional information provided.